Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 14 with ios operating system version 2.13.1.9278. The low and high glucose alarms did not sound after they logged in, and the customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness, nausea and pain. After an unspecified amount of time, the customer regained consciousness and ran a warm bath. Furthermore, the customer self-treated with paracetamol. There was no report of death or permanent impairment associated with this event.